Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1229 ml during therapy initiated on (B)(4) 2011 at 17:51:20, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user performed two manual drains during cycle 6 fill and then ended therapy. The first manual drain was on (B)(4) 2011 at 8:23:37 with a drain volume of 1951 ml, the second manual drain was on (B)(4) 2011 at 8:27:05 with a drain volume of 23 ml. The total actual drain volume of 1974 ml is 98.7% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 17:51:20. During night drain cycle five, the patient's ultrafiltration reading was 1229ml, indicating the home patient (hp) drained 1229ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.